Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted; the dissector balloon, obturator and valve doors appeared intact. The insufflation syringe was received. Pmv performed functional testing: the obturator was removed and with the valve hole covered the balloon was inflated; no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic hernia repair, the balloon would not stay inflated. To complete the procedure, a new device was used. No harm was caused to the patient. The device was discarded by the patient.